Event description:
It was reported that during a cardiac ablation procedure, after each pulsed field delivery on the right side the patient experienced transient complete atrioventricular (av) block for a few seconds. The patient was under general anesthesia and no medical or surgical intervention was needed to prevent permanent impairment of function. The event did not lead to or extend hospitalization, and no injury occurred. The procedure was completed with affera. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. One video file returned from the field was reviewed. The video showing 18 minutes of affera mapping and radiofrequency/pulse field delivery on the work station screen without any error displayed on the reported event date. In conclusion, the reported "atrioventricular av blocks for each pf lesions" issue cannot be assessed through data analysis. The afr-00001 sphere 9 catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.